Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that a patient's device is discharging power when off. The patient stated he left it off last night to make sure it was fully charged. The patient stated when he went to turn it on this morning and without it being used a 1/4 of the battery was discharged, it was giving out electricity without being on. It was reviewed with the patient that the last quarter of the battery will blink when under 100%, even at 99% that last quarter will blink. The patient then stated he currently had his stimulation off, had been charging for the last hour, with 8 bars and the 1/4 is still blinking. No further complications were reported. No patient symptoms were reported. [Refer to (B)(4) - lead migration; revision].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.